Event description:
A caller reported damage to the pump housing surrounding the usb port. There was no adverse impact to the customer¿s blood glucose level as the damage did not affect the ability to charge the pump. Tandem technical support decided to replace the pump and instructed the customer to continue using the current pump until the replacement arrived. They provided instructions for putting the old pump into storage mode, confirmed shipping details, and arranged for the return of the problematic pump using a return box and pre-paid label within 10 days.